Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years and eight months post implant of this bioprosthetic aortic valve, a transcatheter valve was implanted valve-in-valve due to stenosis. No additional adverse patient effects were reported.